Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an additional surgery was undertaken on (B)(6) 2015. Reportedly, a newly implanted rechargeable ipg was explanted and replaced with a non-rechargeable ipg as desired by the patient. Postoperative programming was successful and stimulation effective. The issue is resolved.